Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. However, a photo of the device was attached that displayed the wear and damage of the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a tka surgery, a piece of plastic from the univ isrt spacer sz3-4 15m broke off. There was a delay in surgery of fewer than 30 min reported, and the procedure was concluded with the same device (no pieces fell into the patient, but it was still able to be used for trialing). No patient injury was reported. No additional complications were reported.

Event description:
It was reported that a univ isrt spacer sz3-4 15m was broken. It is unknown if this occurred before, during or after the tka surgery. It is unknown if there was a significant delay in surgery. It is also unknown if there was a smith and nephew back up device available. No patient injury was reported. No additional complications were reported.